Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The device remains implanted in the patient. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results suggest per author, the ar/paravalvular leak (pvl) was attributed to sizing in diastole as there is the potential to undersize the annulus significantly. The pvl was treated with a larger valve (29mm) and resulted in trivial pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from the pcr london valve 2018 presentation: ¿treatment of severe paravalvular leak with larger tavi inside smaller previous tavi¿ a case of an (B)(6) male patient in long-term follow-up for aortic stenosis. A 26 mm sapien 3 valve by transfemoral approach was implanted with asymmetrical expansion and mild post procedure aortic regurgitation (ar) on pre-discharge echo. The patient was discharged on 2 days post procedure after "and" uneventful hospital stay. Approximately two years later the patient was admitted with heart failure, progressive renal dysfunction, anemia and weight loss. An echo (tte) revealed severe ar. An initial attempt was made to perform a re-dilation with overfilled 26mm balloon (27mls). A decision was made to deploy a 29 mm sapien 3 valve inside the previous prosthesis. The valve was implanted at nominal volume aiming for skirt below previous prosthesis. The patient was left with trivial post-procedure ar. The patient was discharged 2 days post procedure. Per presentation, approximately 4 months post first procedure, the patient remained symptomatic, moderate ar (tte) and uncontrolled chronic a-fibrillation. Upon 8 months post first procedure, an av node ablation was performed with some symptomatic improvement. Approximately 1 year 6 months post first procedure, an echo (toe) noted progression of moderate to severe ar. An echo (tte) revealed severe ar and the patient was admitted with heart failure, progressive renal dysfunction, anemia and weight loss.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.